Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 466 mg/dl. Customer mentioned the alarm was resolved by a complete set change. Customer declined troubleshooting for high blood glucose. Customer agreed to return the reservoir for analysis.